Manufacturer narrative:
(B)(4). X-ray review: post op x-ray show l4-s1 posterior construct for stabilization of a grade 2 spondylolisthesis. One of the s1 screw has fractured at unknown date from implantation within 2 years. Unable to assess fusion status on x-ray provided. Contributing factors may include patient¿s age, activity, failure of fusion and adequacy of initial construct. Root cause undetermined. Products were not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, patient underwent the surgery. Recently, on an unknown date, post-op, there was one product found fractured,(model# is unknown). The patient also reported pain on her back. The re-operation will be done on (B)(6) 2016. The products were still in patient.